Event description:
The customer reported that their device was not detecting the test load through the therapy cable assembly and would not pass the device user test. After additional clarification with the customer, it was determined that the issue was related to an intermittent connection with the therapy connector assembly. With this issue, the device has the potential to not recognize a patient connection through the defibrillation therapy cable. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer advised physio-control that after replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device has since been returned to the end user for use. The device has not been returned to physio-control for evaluation.